Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unspecified air alarm. The patient was connected at the time of the alarm. This occurred during the last dwell cycle of peritoneal dialysis therapy. During troubleshooting, the blue clamp (final line) of an amia cassette came undone that led to this alarm. Renal therapy services (rts) helped the patient get the cassette out and reviewed proper procedures per the user manual. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.